Event description:
It was reported that the nurse had alerts 01 (patient line open) or alert 02 (low flow) on the arctic sun device. Mis confirmed that the patient temperature was 34.2c, target temperature was 36c, water temperature was 18c and flow rate was 0. Mis checked system diagnostics showed inlet pressure was -7.2psi, circulation pump command was 80, mixing pump command was 0, heater command was 0, system hours were 2624 and pump hours were 2241. Nurse tried emptying, disconnecting, and reconnecting pads with proper technique still no flow. Nurse stated that they had recently placed the patient prone and that it was very likely that there was significant strain on the pad tubing and inlet valves. They were going to discuss with provider as there was mention of no longer using the device as patient was below target temperature. Nurse declined pad troubleshooting. Per follow-up information received via phone on 19jan2023, nurse stated that they switched pads but had the same issue, so they switched to a different device and patient was able to complete therapy with new device and same new pads. Nurses sent the device to biomed, but biomed could not recreate the issue and sent device back up to the floor. The device had not been used since the event, no repairs have been made and no further information was available regarding the device or pads. There was no patient injuries or impact. Nurse also stated that if they have problems with the device once used again, they would contact them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the biomed department was not able to recreate the issue. Mis confirmed that the patient temperature was 34.2c, target temperature was 36c, water temperature was 18c and flow rate was 0. Mis checked system diagnostics showed inlet pressure was -7.2psi, circulation pump command was 80, mixing pump command was 0, heater command was 0, system hours were 2624 and pump hours were 2241. Nurse tried emptying, disconnecting, and reconnecting pads with proper technique still no flow. Nurse stated that they had recently placed the patient prone and that it was very likely that there was significant strain on the pad tubing and inlet valves. They were going to discuss with provider as there was mention of no longer using the device as patient was below target temperature. Nurse declined pad troubleshooting. Per follow-up information received, nurse stated that they switched pads but had the same issue, so they switched to a different device and patient was able to complete therapy with new device and same new pads. Nurses sent the device to biomed, but biomed could not recreate the issue and sent device back up to the floor. The device had not been used since the event, no repairs have been made and no further information was available regarding the device or pads. There was no patient injuries or impact. Nurse also stated that if they have problems with the device once used again, they would contact them. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It was unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had alerts 01 (patient line open) or alert 02 (low flow) on the arctic sun device. Mis confirmed that the patient temperature was 34.2c, target temperature was 36c, water temperature was 18c and flow rate was 0. Mis checked system diagnostics showed inlet pressure was -7.2psi, circulation pump command was 80, mixing pump command was 0, heater command was 0, system hours were 2624 and pump hours were 2241. Nurse tried emptying, disconnecting, and reconnecting pads with proper technique still no flow. Nurse stated that they had recently placed the patient prone and that it was very likely that there was significant strain on the pad tubing and inlet valves. They were going to discuss with provider as there was mention of no longer using the device as patient was below target temperature. Nurse declined pad troubleshooting. Per follow-up information received via phone on 19jan2023, nurse stated that they switched pads but had the same issue, so they switched to a different device and patient was able to complete therapy with new device and same new pads. Nurses sent the device to biomed, but biomed could not recreate the issue and sent device back up to the floor. The device had not been used since the event, no repairs have been made and no further information was available regarding the device or pads. There was no patient injuries or impact. Nurse also stated that if they have problems with the device once used again, they would contact them.